Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), migraine ("migraines"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy with essure removal performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain, uterine pain, migraine, fatigue and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain and uterine pain to be related to essure. The reporter commented: in (B)(6) 2016, plaintiff presented to her physician and complained of pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the procedure presented pelvic pain ("pelvic pain/severe pelvic pain") and genital haemorrhage ("excessive bleeding"). Essure was removed via bilateral salpingectomy eight years after its placement. Non-serious events were additionally reported. Both events are serious due to medical importance and they are anticipated in essure's reference safety information. After essure insertion, pelvic pain, genital bleeding and menses pattern changes may occur. Given the nature of the reported events, lack of alternative explanation, and positive temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding/ abnormal bleeding") in an adult female patient who had essure (batch no. 626910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin irritation (both knees. Right elbow), low back pain (with tingling.) And anxiety. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, meloxicam and ondansetron (zofran). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), paraesthesia ("neurological conditions or problems/neurological conditions or problems type: tingling and numbness in left neck and face: tingling"), hypoaesthesia ("neurological conditions or problems/neurological conditions or problems type: tingling and numbness in left neck and face: numbness") and psoriasis ("skin conditions/rashes or skin conditions type: worsening of psoriasis/ allergic or hypersensitivity reaction- type: worsening of psoriasis"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("allergic or hypersensitivity reaction- type: hair loss"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), depression ("depression") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy with essure removal performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and female sexual dysfunction was resolving, the genital haemorrhage, the last episode of dysmenorrhoea, menstrual disorder, uterine pain, migraine, fatigue, depression, vaginal haemorrhage, menorrhagia, headache, nausea, vaginal discharge, paraesthesia, hypoaesthesia, alopecia, psoriasis and hypersensitivity outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, psoriasis, uterine pain, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: in (B)(6) 2016, plaintiff presented to her physician and complained of pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion. It was reported that right and left tubes removed, sent to pathology. Remaining essure implants teased out, sent to pathology. The patient had bilateral tubal ligation 3 weeks ago. O contrast demonstrated to exit the fallopian tubes consistent with bilateral tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding/ abnormal bleeding") in an adult female patient who had essure (batch no. 626910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), nervous system disorder ("neurological conditions or problems"), rash ("rashes") and skin disorder ("skin conditions"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), depression ("depression"), headache ("headaches") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy with essure removal performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and female sexual dysfunction was resolving, the genital haemorrhage, the last episode of dysmenorrhoea, menstrual disorder, uterine pain, migraine, fatigue, depression, vaginal haemorrhage, menorrhagia, headache, nausea, vaginal discharge, nervous system disorder, rash, skin disorder and hypersensitivity outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, uterine pain, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: in (B)(6) 2016, plaintiff presented to her physician and complained of pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion it was reported that right and left tubes removed, sent to pathology. Remaining essure implants teased out, sent to pathology. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. New reporters added. Essure lot number was added and indication was updated. New events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse, dyspareunia (painful sexual intercourse), headaches, nausea, neurological conditions or problems, rashes or skin conditions, vaginal discharge and allergic or hypersensitivity reaction were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding/ abnormal bleeding") in an adult female patient who had essure (batch no. 626910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin irritation (both knees. Right elbow), low back pain (with tingling.) And anxiety. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, meloxicam and ondansetron (zofran). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), paraesthesia ("neurological conditions or problems/neurological conditions or problems type: tingling and numbness in left neck and face: tingling"), hypoaesthesia ("neurological conditions or problems/neurological conditions or problems type: tingling and numbness in left neck and face: numbness") and psoriasis ("skin conditions/rashes or skin conditions type: worsening of psoriasis/ allergic or hypersensitivity reaction- type: worsening of psoriasis"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("allergic or hypersensitivity reaction- type: hair loss"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), depression ("depression") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy with essure removal performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and female sexual dysfunction was resolving, the genital haemorrhage, the last episode of dysmenorrhoea, menstrual disorder, uterine pain, migraine, fatigue, depression, vaginal haemorrhage, menorrhagia, headache, nausea, vaginal discharge, paraesthesia, hypoaesthesia, alopecia, psoriasis and hypersensitivity outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, psoriasis, uterine pain, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: in (B)(6) 2016, plaintiff presented to her physician and complained of pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion. It was reported that right and left tubes removed, sent to pathology. Remaining essure implants teased out, sent to pathology. The patient had bilateral tubal ligation 3 weeks ago. O contrast demonstrated to exit the fallopian tubes consistent with bilateral tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event pt term updated: neurological conditions or problems/neurological conditions or problems type: tingling and numbness in left neck and face: tingling. Events added:neurological conditions or problems/neurological conditions or problems type: tingling and numbness in left neck and face: numbness, hair loss and rashes or skin conditions type: worsening of psoriasis/ allergic or hypersensitivity reaction- type: worsening of psoriasis.. Event skin disorder deleted. Concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding/ abnormal bleeding") in an adult female patient who had essure (batch no. 626910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin irritation (both knees. Right elbow) and low back pain (with tingling.). In 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), nervous system disorder ("neurological conditions or problems"), rash ("rashes") and skin disorder ("skin conditions"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), depression ("depression"), headache ("headaches") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy with essure removal perfomed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and female sexual dysfunction was resolving, the genital haemorrhage, the last episode of dysmenorrhoea, menstrual disorder, uterine pain, migraine, fatigue, depression, vaginal haemorrhage, menorrhagia, headache, nausea, vaginal discharge, nervous system disorder, rash, skin disorder and hypersensitivity outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, uterine pain, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: in (B)(6) 2016, plaintiff presented to her physician and complained of pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion it was reported that right and left tubes removed, sent to pathology. Remaining essure implants teased out, sent to pathology. The patient had bilateral tubal ligation 3 weeks ago. O contrast demonstrated to exit the fallopian tubes consistent with bilateral tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) -2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), migraine ("migraines"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy with essure removal perfomed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain, uterine pain, migraine, fatigue and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain and uterine pain to be related to essure. The reporter commented: in (B)(6) 2016, plaintiff presented to her physician and complained of pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, w were unable to conduct a review of the manufacturing batch record. We are unable to it confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the procedure presented pelvic pain ("pelvic pain/severe pelvic pain") and genital haemorrhage ("excessive bleeding"). Essure was removed via bilateral salpingectomy eight years after its placement. Non-serious events were additionally reported. After essure insertion, pelvic pain, genital bleeding and menses pattern changes may occur. Given the nature of the reported events, lack of alternative explanation, and positive temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.